Event description:
Reusable pulse ox probe transferred to right foot due to 1 1/2 cm reddened spot with dark purple center with intact blister on top of foot. Spots match up with measurements of reusable probe. In talking with other facilities, etc have learned that they transfer probes every 2 - 4 hours although no documentation in literature included with probe states this.